Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat lumbar canal stenosis. It was reported that the extender would not mate with the bone screw resulting in the surgery having to be changed to an open procedure to complete final set screw tightening. No additional patient complications were reported.